Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, since implantation of the mesh, the patient has suffered from erosion, extrusion of the mesh, pain, nerve damage, weight gain, and an inability to perform household functions and sexual relations. On (B)(6) 2010, she was diagnosed with exposed vaginal mesh and underwent surgery to remove the exposed mesh. All other information, including the patient's current condition, is unknown and reportedly unavailable.